Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person): postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a patient stopped moving her legs and required a total colectomy the day after an endovascular aortic repair (evar) procedure for the proximal aortic arch was completed. The 67 year-old female patient underwent several procedures on (B)(6) 2022. First a spinal drain as well as a left subclavian coronary artery (lsca) bypass were completed prior to the evar procedure. The physician anticipated issues with femoral access and tight aortic bifurcation prior to the evar procedure. Initial access was established using graduating dilator transitions and percutaneous transluminal angioplasty (pta) ballooning prior to advancing the 18 french delivery system and the cook check-flo extra large introducer (20french, 40cm sheath). Initially the fenestrated component was planned to be advanced up the right hand side (rhs), this was switched to the left hand side (lhs) after the cook check-flo extra large introducer (20french, 40cm sheath) would not track up the lhs. Cook grafts implanted included: zenith fenestrated graft, rpn: fen-thoraco-abdominal-graft. Zenith graft, rpn: proximal-thoracic. Zenith alpha thoracic endovascular graft proximal components, rpn: zta-p-30-201. Zenith alpha thoracic endovascular graft proximal components, rpn: zta-p-34-113. Other cook products used during the evar procedure included: endovascular dilator set, rpn: jcds-2022-eds-hc. Check-flo extra large introducer, rpn: xvcfw-20.0-35-40. Cook coda lp balloon catheter, rpn: coda-2-9.0-35-120-32. Cook coda balloon catheter, rpn: coda-2-10.0-35-140-46. All grafts were implanted as planned and the final run revealed a satisfactory result on table. After the cook endovascular components had been implanted, a cut down was required on left femoral access. The right leg then "went down" and fasciotomies were required. The physician who performed the evar procedure stated that the patient was perfect the morning of the (B)(6) 2022. However she then stopped moving her legs and required a total colectomy the same day ((B)(6) 2022). The physician speculated that the patient may be a paraplegic and may require a below the knee amputation on the right. However, results remain to be seen. The implanting physician also stated that "the large sheaths in small, sick vessels for such a long time may have caused the lower limb issues. Liver function tests also went up which indicates probable trashing embolisation which most likely occurred during the procedure." The implanting physician stated that the occurrences are due to the "integrity or deployment of cook grafts or use of accessory tech." Further information will not be provided. The focus of this report is the cook coda balloon catheter (rpn: coda-2-10.0-35-140-46) that was used in the procedure. Additional reports for the other cook incorporated devices used in the procedure will be reported in cook report number (B)(4).

Manufacturer narrative:
Investigation ¿ evaluation mater private hospital informed cook on 05sep2022 of an incident involving a coda balloon catheter (coda-2-10.0-35-140-46; lot: 13930019). The female patient previously had proximal aortic arch replacement performed. On 02sep2022, the patient had spinal drain and lsca (left subclavian artery) bypass prior to the repair of an taaa (thoracoabdominal aortic aneurysm) with thoracic endografts and a cmd (custom made device). The physician anticipated issues with femoral access and tight aortic bifurcation prior to the procedure. Initial access was established using graduating dilator transitions and pta (percutaneous transluminal angioplasty) ballooning prior to advancing an 18 fr delivery system and a 20 fr sheath. All grafts were implanted as planned, and a final run revealed a satisfactory result on the table. After the repair, there were access complications requiring a left femoral artery cutdown. The site also reported the right leg went down and fasciotomies was required. On (B)(6)2022 the patient stopped moving her legs and required a total colectomy the same day. The opinion of the physician is the patient may be paraplegic and may require a right below the knee amputation. The site has also noted liver function tests also went up which indicates probable trashing embolization which most likely occurred during the procedure per the site. The physician stated the occurrences are not due to the integrity or deployment of cook grafts or use of accessories. The site has stated the coda-2-10.0-35-140-46 lot 13930019 was used in the procedure in which an adverse patient outcome occurred. However, that is the only information given regarding the complaint device. The focus of this report is the cool balloon catheter with rpn: coda-2-10.0-35-140-46 that was used in the procedure. Additional reports for the other cook incorporated devices used in the procedure will be reported under MDR #s 1820334-2022-01537, 1820334-2022-01538, and 1820334-2022-01539. A review of documentation including, device history record (DHR), drawing, instructions for use (IFU), quality control procedures, and specification were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, medical imaging was provided by the customer for expert review. After proximal aortic arch replacement, an extent 1 taaa is reportedly repaired with thoracic endografts and a fenestrated thoracoabdominal custom made device extending from the mid aortic arch (covering lsa) to the mid infrarenal abdominal aorta. Following repair there are access complications requiring a left femoral artery cutdown and report of the ¿right leg went down and fasciotomies were required.¿ no procedural or postop imaging is provided to demonstrate the complaint. These complications are not clarified further in the report but assumed to be arterial occlusion(s). This was most likely due to the patient¿s small caliber and heavily calcified iliac access vessels bilaterally, which are marginal access for the 20 fr introducer sheath and the 18 fr delivery device. The sizing worksheet annotates the minimum eia diameters as 6 to 6.5 mm, which are smaller than the sheath/device outer diameters. Pre-dilation/pta was performed before sheath placement. The presumed occlusion events were likely due to trauma from the pre-dilation/pta or from the large caliber sheath/delivery device remaining within the small and diseased access arteries for the prolonged procedure. The role of the coda lp balloons (32 mm and 46 mm) cannot be associated with the complaint reported based on the information and imaging provided. Additionally, the report states the patient required a total colectomy and had elevated liver function tests following the repair. This was most likely due to debris embolization of the mesenteric vessels along with coverage of the large patent ima. Reported postoperative paraplegia is likely attributable to the extensive thoracoabdominal aortic coverage and is a known complication of aortic endografting. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot 13930019 records no non-conformances. A database search was completed and found no other lot related complaints. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t_coda46_rev2 ¿coda and coda lp balloon catheters¿, provides the following information to the user related to the reported failure mode: warnings ¿ the coda 46 mm balloon catheter should not be used for dilation of vascular prostheses in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. ¿ the coda 46 mm balloon should not be used in vessels less than 24 mm in diameter. Precautions ¿ prolonged duration of occlusion may cause paralysis or damage to vital organs potential adverse events ¿ vessel dissection, perforation, rupture or injury ¿ infection and pain at insertion site ¿ arterial thrombosis and/or embolism balloon deflation and withdrawal 1. Completely deflate the balloon using an appropriately sized syringe. Allow adequate time for the balloon to deflate. How supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided and the results of the investigation, cook has determined no reject/no defect with the device. The image reviewer stated, ¿the coda cannot be associated with the complaint reported based on the information and imaging provided" furthermore, the physician also stated he did not think any of the occurrences were related to the integrity or deployment of the cook device or accessory tech. Cook determined the balloons did not contribute to the adverse event and there was no evidence of device failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.